Manufacturer narrative:
Product complaint # (B)(4). Device not returned. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: please provide lot number. Plj3943. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It is stated: "has happened multiple times with this batch". How many sutures separated from the needle during suturing on this one patient during this single surgical procedure? Please provide procedure name and date? How was surgery successfully completed? Please clarify if there were any adverse patient consequences due to this event? If yes, please explain in detail.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture pulls out of needle. Has happened multiple times with this batch. No adverse patient consequences were reported. Additional information was requested.